Event description:
It was reported that a patient was treated with an open reduction internal fixation for a proximal humerus fracture on (B)(6) 2014. During the patient's first follow-up visit it was discovered that three of the distal cortex screws, originally placed in the plate, had pulled out of the bone. An open reduction internal fixation revision was performed on (B)(6) 2014; the loose screws were easily removed and replaced with three larger screws. There was no surgical delay. This report for 3 unknown screws. This 1 of 1 report for com-(B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Unknown cortex screws, part and lot number are unknown. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.